Event description:
Report received from (B)(6) that the device has a "cut cord." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was confirmed. The outer hose of the unit had been cut or torn, likely due to mishandling during cleaning. If additional information is received, a supplemental report will be sent. (B)(4).